Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon side console (ssc) had a recoverable errors 23008 and 23013 when they connected the surgeon console s/n: (B)(6) to the system. As system was onsite, technical support engineer (tse) could review the logs and found errors related to the right instrument controller (mtmr) in link 1 and confirmed that they were able to proceed using the secondary console, that was being demoed at the hospital at the moment. Site did not performed any power cycle and caller confirmed they were not able to do so at the time of call. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. In artemis, the 23008 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 1. Once testing was completed, the axis 1 motor and motor cable were tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the axis 1 motor and axis 1 motor cable in the mtm.

Event description:
Refer to h11 for follow-up information.